Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced hyperglycemia. Customer¿s blood glucose level was 600 mg/dl at the time of call. Customer¿s another blood glucose level was 403 mg/dl. Customer alleges that insulin pump was under delivering. Customer stated that insulin pump was not delivering the insulin because they were experiencing high blood glucose since eight days. Customer was treated with manual injections. Customer stated that they were having symptoms like thrust. Customer stated that air bubble were present in infusion set tubing. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The device will not be returned for analysis.